Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745bp (serial: (B)(6)); product type: 0001-accessory h3: analysis of the bp (s/n (B)(6) ) revealed the complaint to be unverified; battery charged when placed in known good 97745, and was read by battery pack reader and met specification requirements. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the controller would go blank when unplugged to the ac power. The issue began yesterday. During the call patient removed the battery and plugged the ac power. Controller powered on. Patient inserted the battery and there was no green light above the screen. Patient inserted aa batteries and controller powered on, but would get looking for a device. The last time patient charged the implant was 4 months ago for an MRI. Patient needed another MRI. Agent sent email to repair to replace the battery pack. Patient called back on (B)(6) 2024 and confirmed receiving replacement battery pack and was wondering how to send back their old battery pack. Patient mentioned they were getting an MRI and wanted to know how to get into MRI mode. Agent instructed patient to unlock controller; controller showed no device found after hitting recharge the screen showed connect the recharger. Instructed patient to start a charge session; implant went in to passive recharge mode with numbers 85-95-97. Controller showed 90% and implant red recharging with excellent quality. Patient mentioned the charge quality was frequently fluctuating and controller showed poor recharge quality. An email was sent to repair to replace the recharger. An email was sent to the patient showing them to enter/exit MRI mode.